Event description:
It was reported that the screw plug couldn't be broken off. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
Visual and optical examination identified thread and crest damage around the thread on the set screws. Functional evaluation of the set screws with sample legacy m8 reduction mas screw was unable to fully engage the set screws into the sample mas saddle thread. The above observations are consistent with misalignment of the mas and set screw threads during intraoperative assembly.